Event description:
Upon administration of a 12 mci f-18 fdg dose to a pt, the dose started leaking out of the needle hub contaminating the pt's arm and the chair the pt was sitting in. The account called the pharmacy to report the leaky dose shortly after the incident happened. This was the second time for this issue with this pt, they previously experienced a leaking dose on 6/17. It was estimated that only 1mci of f-18 fdg was lost in the leak so the pt's study was completed as scheduled with an estimated dose of 10mci.